Event description:
It was reported: "right mom hip replacement (B)(6) 2010. Ongoing pain, metal ion levels normal, MRI scan normal. Because of continued pain revision performed (B)(6) 2011. Revision hip - metal on poly."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: std mitch trh cp (B)(4), cat #: mac-9988-4854, lot #: fm091750, manufacturer: depuy. Description: mitch trh md hd (B)(4), cat #: mmh-9988-0048, lot #: fm098379, manufacturer: depuy. It cannot be determine which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.